Manufacturer narrative:
The device was not received by the manufacturer for investigation. If additional info is received, a follow up report will be filed.

Event description:
It was reported that the device collected blood from the pt, but the blood could not be transferred to the blood bag for reinfusion. A back up device was used to reinfuse the pt. No additional info was received despite numerous attempts.